Event description:
It was reported that at device change-out, the lead was imaged diagnostically. Externalized conductors were found. Physician to monitor patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.